Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery was depleting faster than expected and subsequently shut down. In addition. It was reported that the usb port was damaged and the charging cable had to be "wiggled" for it to begin chagrining. There was no reported impact to the customer's blood glucose level. Customer declined to troubleshoot with tandem technical support.